Event description:
This was reported as an arteriotomy closure of a calcified right common femoral artery with a prostyle device using a 7f sheath after a percutaneous coronary intervention procedure. Reportedly, the footplate was caught on calcium preventing the foot from being closed. Through ultrasound-guided recovery, the footplate was able to be manipulated which allowed the device to be removed from the patient anatomy. A non-abbott device followed by manual compression were used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.